Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff noticed this during preventive maintenance work. The blower flow test failed at 3500. After that, we received a repair request from the hospital and checked it, and the phenomenon was reproduced. No patient involvement.